Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), abdominal distension ("abdominal bloating"), tooth disorder ("dental problems"), fibromyalgia ("fibromyalgia diagnosis") and alopecia ("excessive hair loss"). At the time of the report, the pelvic pain, medical device discomfort, abdominal distension, tooth disorder, fibromyalgia and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, fibromyalgia, medical device discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: patient¿s mirena iud was removed. The hysteroscope was inserted and a normal uterine cavity was seen. The right tubal ostia was identified and the essure easily inserted and deployed. Approximately 2 ring coils were seen trailing after deployment. Attention was then turned to the right tubal and again essure device was easily inserted and deployed and approximately 1 coil was trailing after deployment quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information and rcc were added. Real fu was received and there was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.